Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rv lead was capped and replaced due to a high impedance, high threshold and oversensing/lead noise episodes. On (B)(6) 2020, during the replacement of the rv lead, the physician felt that new rv lead had a problem with the inner lumen. Physician stated that it felt restricting the entire time, and when putting a stylet into the lead, he was unable to advance it more than a few cm. The decision was made to add another lead. This lead was placed, and all numbers were acceptable. Patient is stable. Related manufacturer reference number: 2938836-2020-01369.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Unable to perform stylet insertion test due to the condition of the inner coil in the connector region. The cause of the reported event was isolated to the over torqued inner coil in the connector region.